Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the physician assistant felt the resistant as he inserted the tissue welder through the cannula port and it shaved off some of the material inside the cannula port. The issue occurred when the device was out side the pt. The physician assistant chose to use the same device to complete the procedure. The hospital did not report any pt complications as a result.

Manufacturer narrative:
After the procedure, the hospital discarded the product. (B)(4).